Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient is alleging dry mouth and has sinus issues, dry and bleeding. At this time, no medical intervention has been reported. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Previously submitted report was incorrectly filed with wrong health impact grid, adverse event/product problem and type of reported complaint as serious injury. In this report, the health impact grid, adverse event/product problem and type of reported complaint has been updated correctly as product problem. Section adverse event/product problem and type of reported complaint in box b and box h has been updated/ corrected.